Manufacturer narrative:
(B)(6). Results:bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a deformed tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® brand sst ii advance tubes containing silica and gel, 5 ml 13 x 100 mm, tube was deformed, (with a sharp edge), when the cap was opened the user was cut by the sharp edge. No serious injury or medical intervention reported.